Event description:
The family member of a home ccpd patient reported that the pt ws overfilled during treatment. The pt was crying and c/o feeling very full. When they checked their stomach, they were very distended. The cycler was in dwell 2. They called tech. Support and was advised to drain the pt. The drain volume was 1,480 ml. The prescribed fill volume was 550 ml. There was no pt complication.